Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter had reverted to the setup mode. The pt indicated that the alleged issue started at 7:00 am. She claimed that the issue started after the meter's battery was replaced. Four to five hours after the alleged issue began, the pt also claimed that she developed symptoms of shakiness. The pt denied receiving treatment because of the alleged issue. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes mgmt regimens, and what actions the pt took before and after the symptoms developed. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.